Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of lens loader damaged the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available. Furthermore, per the reported information, the company lens was used with the different model of company handpiece. Per the company intraocular lens (iol) directions for use (dfu) the company lens is only qualified with the specific model of company handpiece. Therefore, the root cause of the reported event is use error. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during intra ocular lens (iol) implantation surgery, the lens was wasted and there was patient contact. Additional information has been received stating that the lens loader damaged the lens during insertion and the haptic was severed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).